Manufacturer narrative:
Tech found the bed had no head functions. Replaced the hydraulic manifold to resolve this issue.

Event description:
Info received indicated that the bed had no head functions.